Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) is going to have a medical procedure involving cautery. Technical services (ts) noted that the non-boston scientific right ventricular (rv) pacing lead impedance measurements are high out of range (ooo) measuring from 1,800-2,200 ohms. The field representative will address the oor measurements with the clinic. Ts recommended to turn tachy therapy off with async pacing per physician order. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received which reported that this crt-d was explanted and the non-boston scientific right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) is going to have a medical procedure involving cautery. Technical services (ts) noted that the non-boston scientific right ventricular (rv) pacing lead impedance measurements are high out of range (ooo) measuring from 1,800-2,200 ohms. The field representative will address the oor measurements with the clinic. Ts recommended to turn tachy therapy off with async pacing per physician order. At this time, the system remains in service. No adverse patient effects were reported.